Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 sodium results for four patient samples from the cobas 8000 cobas ise module. Of the data provided, only the results for three of the patient samples were discrepant. Patient 1 initial result was 128.4 mmol/l and the repeat result was 139.8 mmol/l. Patient 2 initial result was 120.2 mmol/l and the repeat results were 127.3 mmol/l and 127.9 mmol/l. This patient was a (B)(6) year old female. On (B)(6) 2018, patient 3 initial result was 125.5 mmol/l and the repeat result was 132.4 mmol/l. This patient was a (B)(6) year old male. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer was dispatched to the customer site, several parts were replaced and deemed a reasonable action to improve the instrument condition. No further issues were reported after the service visit. This event is consistent with a preanalytical issue. Sample integrity is the customer's responsibility. The investigation did not identify a product problem. The cause of the event could not be determined.